Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he is trying to sign into carelink, and can't figure out his username and password. Patient's blood glucose at time of incident was 879 mg/dl. Patient's current blood glucose was 227 mg/dl. The customer had abdominal pain. The customer was hospitalized for high blood glucose on (B)(6) 2018. The customer was treated in hospital and sent home after set change. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. When caller got to the hospital, they put caller on a drip, and an injection of 20u, the blood glucose did not come down as needed. The blood glucose started coming down correctly after set change. The insulin pump will not be returned for analysis.